Manufacturer narrative:
There was no reported injury or death at the time of the discrepant result. The MDR is being submitted pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020. Based on the investigation completed, the device did not fail to meet specification. There was no indication of consumable or device malfunction.

Event description:
Customer reported a false positive coronavirus results on sars cov-2 assay (us eua-ivd) on the aries. - aries run one-sample (B)(4) - orf 1 ab was detected at 20.8 CT, n gene was not detected and rnase p was not available. - confirmation testing- first run- sample (B)(4) - cepheid xpert xpress- negative for sars cov-2. - cepheid ran on the second swab from same patient - cepheid xpert xpress- negative for sars cov-2. The patient was not sick and was doing routine tests for travel documentation. Doctor had insisted on doing a second swab since first swab was positive on the luminex and negative on the cepheid. The patient had recently gotten the sars covid-19 vaccination and had gotten both doses. Customer could not verify the maker of the vaccination.